Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported there was lint in the thread. The reporter indicated that there was lint (fuzz) at the thread (inside of the package). This was found pre-operatively. No patient involvement.

Manufacturer narrative:
Investigation: samples received: 28 unopened race packs and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 28 closed samples and 1 open sample for analysis. Thread in the open sample received shows splitting/fraying in a part of the thread. On the other hand, sewing test on artificial skin tissue has been conducted with the closed samples received and fraying appears when pulling the thread through the tissue. Visual appearance is the same as the open sample received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.